Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, and after reset successfully started sensor session without error recurring.